Event description:
The patient experienced a "zapping" sensation. His whole body would shake for 10-15 seconds after going from sitting to standing up when the implantable neurostimulator was on program a. When the device was set to program b, this did not occur. There was no known incident or accident related to the complaint. A computerized tomography scan was scheduled to check the leads. On/off options were discussed with the patient. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.